Manufacturer narrative:
The review of the returned complaint sample indicated and confirmed that the rivet was in two sections. The total length of the two sections was the equivalent of the manufactured product rivet length. The review by anchor and the component supplier has concluded that the product toggle rivet for the trs175sb2 received a shear force resulting in two sections. The shear force received by the rivet was external to the product and the product did not create the shear force. Additional instruments and surgical support used during the end user case would have to provide the shear force and not the anchor product. The account end user was contacted multiple times without any additional communication to add to the complaint investigation.

Event description:
A piece of metal fell out during the case. It was retrieved by the surgeon.